Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered removing this chronic atrial lead from the device header. The lead was cut; partially abandoned and replaced successfully. No adverse patient effects were reported. No return of product is intended.